Event description:
Complainant alleged that while treating a pt, the device would intermittently go blank or show colored lines and clinical data could not be read. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a f/u report when our investigation is completed.